Event description:
Reporter called to submit a report about her adverse event after her shoulder surgery. She said the day after her surgery she has been experiencing rash and itching so bad all over her body. Her doctor recommended that she should use lotion, however she has not gotten relief from her symptoms.